Manufacturer narrative:
Pod was received with the soft cannula fully deployed. After investigation, the exposed soft cannula passed with no observable faults. The exact cause of the reported event could not be determined. The adhesive pad was received connected to device and welds intact. No issues were found that would contribute to the adhesive pad separating from the pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose (bg) level rose above 13.9 mmol/l (>250 mg/dl) while wearing the pod between 25 and 36 hours. The patient reportedly hit a weight during gym class. Causing the cannula to loosen and dislodge from the infusion site (abdomen). A new pod was successfully applied.